Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found medical adhesive on the ring electrode, causing the lead to exhibit high impedance and high threshold.

Event description:
It was reported that the lead exhibited high capture threshold of 3.25 v at 1.5 ms and -high impedance- of 1395 ohms. The lead was explanted and replaced.